Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. Rep reported that patient is charging more, on a daily basis, for the last couple months. Rep inquired about implant replacement, after reviewing longevity, agent suggested perhaps looking into why patient is having difficulty with recharging, such as how implant sits in the body or perhaps equipment causing recharge issue. Rep said patient's impedance is normal, but this should not be the reason why patient has difficulty recharging. Rep thought the age of the implant might cause patient to recharge more, implant is 6 years old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep said the pt had been struggling to charge for the last couple of weeks. Mdt rep. Speculated that the ins had been depleted so the pt was having some charging difficulties because the ins was depleted. Mdt rep. Said pt did not have their controller with them today, so rep. Wanted assistance pairing a second controller to the pt's ins. Tss assisted rep. In accessing tech mode and then entering passive recharge mode to charge the ins. Rep. Did say prior to the call the controller kept just saying looking for device, but rep. Was able to successfully access tech mode on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause was determined as the patient was forgetting to charge the device. The patient also did not realize that a good connection would take longer to charge than an excellent connection. It was noted the steps taken to resolve the issue was that the patient would re-adjust their charger to find excellent connection and remember to charge device as needed. The issue was resolved.